Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusions alarms occurred. System check was being performed and there was a crack in the cartridge. Customer changed the pump supplies to address the issue. Customer's blood glucose was 240 mg/dl.